Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String comes entirely out and I'm left with it swimming around inside of me- vagina [foreign body in reproductive tract]. I go to remove the tampon...string comes out of tampon...left with it swimming around inside of me [complication of device removal] string comes entirely out of the tampon [device breakage]. Case narrative: consumer reported via e-mail that the string comes out of the tampon during removal. No serious injury reported.